Event description:
Reporter indicated that patient's device is not stimulating at programmed intervals. The patient reported that when the device is stimulating, the voice becomes very low and extremely hoarse and pt experiences a shortness of breath. It was reported that the device on time was programmed at 30 seconds and that the off time was programmed to 5 minutes, but that the patient has gone for as long as 20 minutes without the feeling of stimulation. The patient's generator was approximately one year past labeled expiration date at the time of implant.